Event description:
Customer reported "tubing separated from drip chamber and leaked during infusion." There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: april 16, 2014. (B)(4). This report was filed by the manufacturer. Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the set be returned for evaluation.